Event description:
Pt with complaint of severe pain in right hip and groin. In 2000 the pt underwent open reduction and internal fixation for a fracture involving the right hip in the femoral neck area. Admission x-rays revealed the right femoral head had collapsed with a vascular necrosis and the compression hip screw had cut through the femoral head and was cutting into the acetabulum and pelvis. In 2001 the pt underwent removal of internal fixation hardware and conversion to a right total hip arthroplasty.